Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink set leaked. Blood was observed leaking at the connection site between the injection site and the tubing. Estimated blood loss was reported as small. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and found that the male luer of the injection site was broken. The broken piece remained bonded with the female luer lock. The reported condition was verified in the visual inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.